Event description:
It was reported that a user experienced sustained hyperglycemia while using the ilet with a g7 sensor, with glucose readings in the 300s and a reported peak of 400 mg/dl over approximately three days while ill with the flu and using prescription medications, and no backup therapy or ketone testing was performed. Symptoms included hyperglycemia without reported acute complications. Outcomes included no medical intervention or hospitalization. Investigation included review of available case details and troubleshooting and education with the user. Investigation of this case revealed no device alerts or alarms and no confirmed device malfunction, and the cause of the hyperglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.